Event description:
In accordance with title 21 part 803, subpart b, 803.22(b)(2), this letter is to notify and provide you the information philips received on 25 nov 2025. A philips device was used concomitantly with a watchman flx pro manufactured by boston scientific on 10 nov 2025 with no complications. On (B)(6) 2025, the patient arrived at the hospital with a boston scientific watchman device embolization. It was determined that the philips device was not the cause or the contributor of this deficiency. Please find the summary details on the next page, as reported to philips. A patient had a procedure performed for pfa ablation and boston scientific watchman device implantation. A philips verisight catheter was used as a part of imaging in this procedure. This procedure was performed on (B)(6) 2025, with no complications, and there were no issues with the verisight catheter. The patient arrived at the hospital with a watchman device embolization on (B)(6) 2025, and had to undergo a medical procedure to retrieve the embolized watchman device. Philips is not the manufacturer nor importer of the above-mentioned watchman flx pro. The manufacturer of the medical device is boston scientific. Please do not hesitate to reach out if you require further assistance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).